Event description:
2nd instance in facility: the condition of the item was in a manufacturer sealed box in new condition without damage. The inner package was opened by the operating room nurse and was noted as fully intact without any signs of damage. The surgical technologist and surgeon noted the device was fully intact prior to use on the patient. During a surgical procedure the device was used for implantation of an anchor during an acl repair, a small metal piece of the device broke off within the patient's knee and was unable to be retrieved out by the surgeon. This piece was noticed immediately by the surgical team. The anchor and broken piece intentionally remained in the patient as it would cause patient harm by digging it out of the bone.